Event description:
PICC dual lumen 5fr inserted (B)(6) 2004 rva via modified seldinger technique with ultrasound guidance. One attempt, easy insertion. Positive blood return. Both lumen flush with ease. On (B)(6) patient complains of pain and leakage at site. Arm swollen. PICC discontinued. Rupture noted in catheter at 1 cm marking leaks when white leg flushed. Patient on tpn - wydase given for extravasation and new PICC placed. MFR# 2183502-2004-00006.